Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan on the sensor when compared to a built-in meter. The customer fell and experienced a seizure and a loss of consciousness, and was unable to self-treat. The customer was provided a glass of water by a third party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.